Event description:
The manufacturer received information alleging the power cord of a rep dreamstation auto CPAP device was burnt and fused to the machine. The user stated he put water in the device and turned it on and the device would not turn on. The user then checked the electricity and then the light came on, but the device stated to check power. That is when the user checked the cord and noticed it was burnt and was also burnt to the machine. There was no report of smoke or flames. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer for evaluation. The product investigation lab disassembled the device and performed internal and external investigation. After changing out the p-4 power connector with a known good p-4 power connector, the technician used a known good power supply and power cord. The technician was able to confirm the device powers on and provides airflow. Review of the error logs shows the device has 3274.0 blower hours and 3206.4 therapy hours. There were 7 incidents of e-130 (err_task_wdog_timeout), a reboot error. The reboot errors happened within the same day therefore they trigger a level stop. These errors were not reproduced with continued usage and do not impact the investigation. Care orchestrator data was available for download. Care orchestrator data shows compliance rate of 93.3%, tube temperature set at 3, humidifier set at 5, and humidification mode set to adaptive. During the investigation, the product investigation lab observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower box, blower, and blower seal. The technician observed black hairlike contaminant on the flip door, top enclosure, bottom enclosure, and blower. The p-4 power connector was observed to have an unknown rust contaminant likely due to liquid ingress on it. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. The product investigation lab is unable to directly address any symptoms. The product investigation lab can confirm the complaint of power cord burnt. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.